Event description:
During the device preparation, it was noted that the introducer had a dilator shorter than the sheath. A second device was opened with the same issue. The sheath was replaced again from a different lot and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca: 2182269-04/16/24-001-r. One 8.5f dilator was received for evaluation in an opened shelf box. The length of the dilator did not meet the length tolerance specifications. In addition, when inserting the dilator into a stock 8.5f agilis introducer sheath from current inventory, it was noted that the dilator was not long enough to exit the distal tip of the sheath.